Event description:
Pump malfunction with continuous beeping, error dtected on screen. Pump will not function. Pca pt. Replaced pump in the middle of night for pt on pain pump. Pt missed approx 90 mins of therapy.